Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that a dental implant on a unknown tooth site was not placed or removed due to infection and lack of primary stability.

Event description:
Based upon additional information received, the customer indicated that this event should have been reported as a loss of integration. Therefore this event is no longer reportable.

Manufacturer narrative:
This report is being submitted to relay additional information and corrected data. This report is being submitted to relay corrected information for the initial report: 0002023141-2022-01774. Based upon additional information, this event is not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.